Event description:
It was reported that the representative of the pt, called to say that pt received a stryker total hip. He is suffering from an infection, coughing up blood, pain and suffering. He stated that pieces of the ceramic implant have broken off. Pt is gathering all info and will be presenting to a lawyer.

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.